Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2019 the following findings: multiple call service 052 and 054 alarms in alarm history. No alarms occurred during testing. Additionally, the display was found to be dim/discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.